Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have "high pressure" alarm messages, and additionally when inspecting the pump, it was found that a "over pressure" alarm would be produced. The cause of the customer reported problem was the defective downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso sensor.

Event description:
It was reported that there was overpressure between the patient and pump. There was patient involvement, and unknown signs or symptoms experienced.